Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had would not turn on and had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was dropped that could have led to motor error and blank display. The customer stated that the drive support cap was normal and that the insulin pump was possibly exposed to high magnetic fields. Unable to further troubleshoot due to insulin pump would not tun on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin ump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked battery tube threads and cracked case display window corner.